Manufacturer narrative:
Analysis of the ins, model 99714, serial # (B)(4), found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported via a manufacturer representative a defective implantable neurostimulator (ins) that was never implanted. The representative noted being unable to obtain correct impedances; impedances were ok with the lead only, one half or the other only were ok with the ins. The ins was changed and the issue resolved. No repercussion for the patient.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.